Event description:
It was reported that the touchscreen of this programmer was unresponsive. The programmer was restarted and was able to work. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Visual inspection was completed on the programmer and no damage observed in the visual analysis would be grounds for failure or return. The programmer was powered on and the logfile was downloaded. The device did not pass the baseline evaluation due to the presence of the error code 40688. The error was narrowed down to the y2 crystal. Further testing showed that the y2 crystal was not oscillating properly. The ECG board was replaced to resolve this issue. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.